Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle and cartridge to resolve the issue. In addition, it was reported that the insulin gauge was inaccurate and the customer received an empty cartridge alarm. Customer¿s blood glucose was 600 mg/dl. Customer delivered a correction bolus via manual injections. Customer declined to further troubleshoot with tandem technical support.